Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. The primary line of the device was programmed to deliver fentanyl at a rate of 1ml/hr and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse unplugged the device from ac power, and the device began to alarm. The nurse plugged the device back into ac power, but the device continued to alarm. At this time, the nurse noted the device displayed a rate of 175ml/hr. There were no reported adverse patient effects. No medical interventions were required. The customer contact reported that "no extra medical was delivered to the patient, because the rate change was noted immediately." The device was removed from clinical service. Therapy was resumed using a replacement device. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.